Manufacturer narrative:
(B)(4). It was reported that this valve was replaced due to aortic regurgitation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors, including patient related factors and intrinsic properties of the valve itself. There is currently insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
Edwards received information that this patient underwent a valve-in-valve procedure due to aortic regurgitation. The implant duration of the original device at the time of operation was approximately six (6) years. The patient is reported as stable. No other details at this time.